Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump alarmed with a button error. The button error occurred while the customer was attempting to suspend her pump to stop basal delivery due to a low blood glucose of 81 mg/dl; the customer was unable to suspend the pump and it alarmed with button error. Troubleshooting was initiated for the button error alarm. The customer was caught in the rain while wearing the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.